Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off label usage of the device on (B)(6) 2026. On (B)(6) 2026, the patient experienced diabetic ketoacidosis (dka) and was hospitalized. At an unspecified time of the event the cgm was reading 60 mg/dl and the blood glucose reading was 165 mg/dl. They tried calibrating multiple times and it was off by 100 (no additional values reported). It was unclear how the malfunction contributed to the event. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid at an unspecified time during the event. No additional patient or event information is available.